Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a collimator iris pot error message. On the 2800 system, this is not a bypassable error and it will prevent the system from functioning. There is no report or injury or death associated with the event described in this complaint.